Event description:
It was reported that the user perceived the glucose-control algorithm was not performing as expected, noting glucose trended down after a high and requesting an algorithm tweak; review indicated the user dosed for lunch, then received minor corrections before glucose declined to a low of 45, which was treated with oral glucose and returned to range within minutes. Symptoms included hypoglycemia and malaise. Outcomes included the need for medication intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.